Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Right tka on a female with moderate oa and a partially correctable varus deformity. The knee started in about 10 degrees of deformity that he could correct to about 5-6 degrees. Plan was set-up per the approved guidelines at 8,8,7. With 3 femur and 3 tibia uneventful set-up and bone registration. Performed kinematic assessment: made releases and gaps were about 13mm medially and 17 laterally in both flexion and extension. He reviewed his options and elected not to change his pre-op plan except for adding 1 degree of external rotation on the femoral component to open a little the medial flexion gap. Dr. (B)(6) is a ¿measured resection surgeon¿ so he decided to balance the joint with releases after bone cuts. Performed all bone cuts starting with the distal femur and posterior chamfer. He mentioned that the anterior cut notched the femur. I did not see it. The femoral component was flexed 5.5 degrees. When he finished all bone cuts he trialed and said that extension was ok but flexion was tight. He released the pcl and the flexion gap open slightly. At that point he said that in flexion the medial compartment was ok but the lateral was tight, but accepted it. He cleaned up the joint and prepared to cement the components. At that point he said that the limb was in valgus even though we had planned it for 1.5 degrees of varus. The tka application showed 1 degree of varus limb alignment. Dr. (B)(6) took the cord of the bobby, tried to palpate the hip center and ran the cord to the second toe and said that to him it looked like the limb was in 1-2 degrees of valgus, like all his previous mako tkas. He also showed again that the limb was in full extension or perhaps slight hyper-extension but the system showed 5 degrees of flexion. Dr. (B)(6) mentioned that the knee was ok, but no better than the other that he did for the same lady a few months before. He mentioned that the femoral component was small. And thought that he had put a size 4 on the other knee.the or staff check and confirmed that the other knee also had size 3 for both femur and tibia. Dr. (B)(6) also mentioned that it is always impossible removing the antero-lateral bone of the tibia (behind the tendon) and suggested that we should look into a different cutting too ¿like a round saw that can remove that bone but not cause any damage to the tendon. During the tibial cut, the bone model in the bone prep page showed that he had cut the entire surface if the tibia. There was no bone left. It could have been some osteophytes.

Event description:
Right tka on a female with moderate oa and a partially correctable varus deformity. The knee started in about 10 degrees of deformity that he could correct to about 5-6 degrees. Plan was set-up per the approved guidelines at 8,8,7. With 3 femur and 3 tibia uneventful set-up and bone registration. Performed kinematic assessment: made releases and gaps were about 13mm medially and 17 laterally in both flexion and extension. He reviewed his options and elected not to change his pre-op plan except for adding 1 degree of external rotation on the femoral component to open a little the medial flexion gap. Dr. Sherman is a ¿measured resection surgeon¿ so he decided to balance the joint with releases after bone cuts. Performed all bone cuts starting with the distal femur and posterior chamfer. He mentioned that the anterior cut notched the femur. I did not see it. The femoral component was flexed 5.5 degrees. When he finished all bone cuts he trialed and said that extension was ok but flexion was tight. He released the pcl and the flexion gap open slightly. At that point he said that in flexion the medial compartment was ok but the lateral was tight, but accepted it. He cleaned up the joint and prepared to cement the components. At that point he said that the limb was in valgus even though we had planned it for 1.5 degrees of varus. The tka application showed 1 degree of varus limb alignment. Dr. Sherman took the cord of the bobby, tried to palpate the hip center and ran the cord to the second toe and said that to him it looked like the limb was in 1-2 degrees of valgus, like all his previous mako tkas. He also showed again that the limb was in full extension or perhaps slight hyper-extension but the system showed 5 degrees of flexion. Dr. Sherman mentioned that the knee was ok, but no better than the other that he did for the same lady a few months before. He mentioned that the femoral component was small. And thought that he had put a size 4 on the other knee.the or staff check and confirmed that the other knee also had size 3 for both femur and tibia. Dr. Sherman also mentioned that it is always impossible removing the antero-lateral bone of the tibia (behind the tendon) and suggested that we should look into a different cutting too ¿like a round saw that can remove that bone but not cause any damage to the tendon. During the tibial cut, the bone model in the bone prep page showed that he had cut the entire surface if the tibia. There was no bone left. It could have been some osteophytes.

Manufacturer narrative:
Reported event: an event regarding inaccurate ligament balancing values a total knee procedure involving 3.0 rio robotic arm - mics, catalog: 209999 was reported. Method & results: -device history review: a review of the DHR associated with rio 581 found quality inspection procedures successfully passed. -complaint history: based on the device identification (pn 209999) the complaint databases were reviewed from 2011 to present for similar reported events regarding segmentation failure affecting bone registration. There were other reported event for the listed catalog number (pr1543402, pr1533811, pr1697806, pr1678433). -conclusion: the session and vp log data from the case was reviewed. An analysis of the implant plan, femur checkpoint values, femur registration values, rio registration and verification values, bone preparation checkpoints values, and CT landmarks/patient landmarks was completed. The data at this time shows that all system verification values were within the accuracy tolerance region; no system defect or malfunction is suspected. The final implant plan appears to differ from what was stated in the complaint description. Adjusting the implant plan will impact the planned alignment. Rio registration was performed only one time. Minor inaccuracies are often caused by a bumped base array mid-case. Bumping the array mid-case causes the system to lose accuracy between the robot arm and the patient. This loss of accuracy can result in a poorly fitting trial. If rio registration is performed at least twice, movement can be detected, otherwise, it cannot be detected. Base array movement cannot be proven for this case, but it is the most likely cause of the noticed inaccuracy. A review of the femoral segmentation showed the femur was segmented correctly, and a burrlist analysis showed that all cuts were made to plan. No patient post-op x-rays could be provided, preventing confirmation of the notching event. At this time, no system defect or malfunction is suspected.